Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: the device was not returned to zoll medical corporation; the device's electrode pads were removed and returned. The malfunction was verified and attributed to a faulty sensor puck on the electrodes. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message in non-rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.